Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The end user reports wafers that are hard to remove. The end user reports 3 wafers from a box of 10 were extremely difficult to remove from his skin. He does not have any adhesive remover. Product use and skin care instructions provided.